Manufacturer narrative:
H6; code 400: bent lockcout tabs on cartridge. Facility experienced an event with your endopath ets flex while performing a v.a.t.s.. The product complaint analysis team has commpleted its investigation of the device which was returned to us with product inquiry #971542. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number j00n2k, cartridge pan in place/condition yes, condtion of drivers good, lockout tabs on pan condition bent, position/condition of wedge sleds 1/8 fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout condition present no, result of attempted firing good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "could not be fired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The returned cartridge had bent lockout tabs o n the pan which indicates that the instrument's firing cycle was interrupted, stopped, then restarted. The lockout tabs became bent when the firing cycle was restarted. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon could not fire the device on the third firing. It was reported by the affiliate that the device did not staple the tissue. A new device was introduced to complete the case. There was no consequence to the patient.